Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 18577656, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing sharp pain around her thoracolumbar incision that occured every time she moved. No device malfunction was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing sharp pain around her thoracolumbar incision that occured every time she moved. No device malfunction was suspected. The patient will undergo an explant procedure.